Event description:
In late march, either dr (B)(6) (urologist) at (B)(6) medical center in (B)(6) had a blue holmium fiber provided by for tec medical, with known fracture related problems, had a piece break off and the physician was unable to retrieve the fragment that broke off during the procedure. (B)(6) medical of (B)(6) reprocesses single use holmium fibers and to best of my knowledge obtained by contacting the FDA does not have FDA approval to provide reprocessed fibers. An incident report was completed by the (B)(6) technician and turned in to the salesman (B)(6).